Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. This event was identified during a published literature review. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided in the literature.

Event description:
On january 22, 2025, a cer literature search was conducted for an esophageal device used to treat gastroesophageal reflux disease (gerd). Post-transoral incisionless fundoplication (tif) procedure (24 hours), the patient experienced an upper gastrointestinal bleed, and an ileus developed. This patient was successfully managed conservatively. No additional patient consequences to report.